Event description:
It was reported that during a stomach high course procedure, the maximum knob did not function, only with extreme force, took new instrument. No further information is available. No pt consequence.

Manufacturer narrative:
Info is anticipated, but unavailable at this time.